Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no patient complications were reported. All other information is unknown and unavailable.

Manufacturer narrative:
Physician reported that the patient age at time of procedure was reported to be over the age of 18 years.